Event description:
Customer alleges that a patient used the nurse call for assistance. When the nurse did not arrive, the patient left their bed and fell, injuries unknown. Customer alleges the call did not display at the nurse station.